Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient had a blood glucose (bg) of 10 mg/dl, with shaking and sweating. The patient alleged the meter and pump repeatedly bolused him while sleeping causing approximately 200 units of insulin to be delivered during the course of a night. Patient self-treated with a glucagon injection. This complaint is being reported because the issue was not resolved and the patient experienced hypoglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. No defect was found.unable to duplicate the complaint. Meter was not returned with the pump. Pump tdd history shows no evidence of 200u being delivered. Pump paired successfully with test meter to channel 15. Pump and test meter were exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. No hypersensitive keys were observed on keypad. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.